Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested the return of the instrument; however, isi has not yet received the instrument to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that tip up fenestrated grasper for davinci broke during use. Wire from the grasper became exposed. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The issue was that the grasper broke. The instrument was inspected prior to use and appeared to be in good condition. The site¿s instrument cleaning and sterilization methods have not changed recently. There was no procedure delay. The procedure was completed robotically. Another device was used to resolve the issue. There was no injury /harm to patient. The surgical task that was being performed when the issue occurred was robotic thoracoscopy. The instrument did not collide with any other instrument or tool during the procedure. There was no fragment that fell inside the patient. Photographic images of the device(s) or a video recording of the procedure are not available for review.